Manufacturer narrative:
Following natus complaint procedure, the photic system was investigated. The cable found broken at the end of lower arm. Normal wear and tear failure due to the mechanical movement. Replacement device provided to the customer.

Event description:
Spark was observed on photic device. Power cord was found damaged upon inspection of the device, incident has no effect on patient/user safety.